Event description:
It was reported that the patient experienced pain at the ipg site. The patient reports that the pain at the site never resolved after implant. The patient underwent surgical intervention and had the system removed. The pain at the ipg site has resolved.